Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a spot on the lung, breathing issues and a cough. The patient did report to receive medical intervention and has a biopsy scheduled for the spot on the lung. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a spot on the lung, breathing issues and a cough. The patient did report to receive medical intervention and has a biopsy scheduled for the spot on the lung. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged breathing issues, cough, sneezing, issue with left lung, underwent biopsy. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found evidence of dark particulate contaminant on the front panel, and also on the blower box, unknown dust contaminant on the blower box. The manufacturer found evidence of sound abatement foam degradation. . The device's downloaded event log was reviewed by the manufacturer and found 2 instances of e-73 ans 1 instance of e- 4 on the error logged. The manufacturer concludes the contaminates found were consistent with dark particulate contaminant on the front panel, and also on the blower box and unknown dust contaminant on the blower box was inconsistent with the sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section b1,b2,b7,d9,g3,h1,h6 has been updated/corrected.